Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that the customer experienced hyperglycemia and was hospitalized from (B)(6) 2020. Customer's blood at the time of the incident was 491 mg/dl. Customer was treated with insulin pump but blood glucose would not go down. The endocrinologist changed the medication and blood glucose level started to go down to 200 mg/dl and something and then 100 mg/dl and something. Customer was allowed to use the insulin pump again and they were able to use it without problems. Blood glucose at the time of the call was 223 mg/dl. The elevated reading was possibly due to cold and customer will treat with pen and change the infusion set. The customer was not using sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia and had to stay in hospital. Customer's blood glucose went up to 491 mg/dl. Customer started to felt unwell and she checked her blood glucose and was over 400 mg/dl. Customer treated with the insulin pump but it would not go down. Customer kept the insulin pump for a few hours but and the glucose levels did not go down, so they decided to remove the insulin pump and treated her with insulin and other things that she did not remember until the morning when the endocrinologist arrive and changed her medication that her glucose levels started to go down to 200 mg/dl and something and then 100 mg/dl and something. Customer reported that they allow her to use the insulin pump again and as it was working fine they discharge her and since them she had been using the insulin pump without problems. She noticed that this last 3 days in the morning her glucose levels was a bit high like today 223 mg/dl. Customer was caught a cold as well. It was unknown if the customer was using auto mode or not. Insulin pump will not be returned for analysis.